Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass surgery, while harvesting the vein, the device failed and clips kept coming off the graft. The clips fell into cavity and were retrieved and they were all key holed. A competitors device was use to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.